Event description:
A consumer implanted for rsd/causalgia-complex regional pain syndrome and spinal pain reported via the manufacturers' representative (rep) they hadn't used their device in five to six years, the device wouldn't charge, it hadn't been charged in four years, and they wanted to know if the device could be pulled out of overdischarge. On (B)(6) the physician and rep. Were going to see if the ins could be recharged by jump-starting the ins and at that time were going to decide if the ins could charge. It was later reported the physician took an x-ray of the device and planned on replacing the battery with a non-rechargeable device. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the replacement date was not yet scheduled and there was no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.